Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09734. The pt was placed with two percutaneous trial leads (from different lots). It was reported during the scs trial procedure, a wet tap occurred. The physician continued with the trial and placed the second trial lead as intended and subsequently performed a blood patch. The pt reported a severe headache and nausea when she was put back in supine position. The pt was successfully programmed the following day. The pt did not present with symptoms following programming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.